Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left possible rupture, capsular contracture baker grade IV, and "recall". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: not observed. Additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ wear abrasion observation. ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, b5, d9, h3, h6.

Event description:
Healthcare professional reported left possible rupture, capsular contracture baker grade IV, and "recall." The device has been explanted and replaced.